Event description:
It was reported that a patient was revised on (B)(6) 2009 due to septic loosening on the left hip the allofit-s alloclassic shell 60/mm was removed.

Manufacturer narrative:
The manufacturer did not received device, x-rays, or other source documents for review. As no lot numbers were received for this device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's (B)(4). Note: the current case was opened according to new information received for the case (B)(4).